Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient had anterior colporrhaphy; laparoscopic sacral colpexy on (B)(6) 2006 due to second degree uterine prolapse; third degree cystocele and recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.